Event description:
Cryo 206v kit with lot #100084 was opened and tested with cs machine in proper protocol. Probes were placed by doctor. At 1 minute and 25 seconds into the freeze, we noticed that the #1 probe was freezing out through the skin of the perineum and was progressing towards the probe handle. Freeze was aborted and immediately thawed. Probe replaced, both freeze/thaw cycles were completed with no other incident. Doctor did not believe there was or would be an issue with the pt as the defect was caught quickly and he was satisfied with the overall outcome.